Event description:
It was reported that the ventilator generated a technical error indicating an open safety valve while it was connected to a patient. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the reported technical error was reproduced. The expiratory channel printed circuit board (pcb) was replaced in accordance with the service manual but not returned for investigation. An evaluation of the device logs could confirm the reported issue indicating an open safety valve when it is expected to be closed. The first occurrence of the error according to the device logs was on (B)(6) 2020. The date of event is updated accordingly. The expiratory channel pcb contains electronics including microprocessor for handling of safety valve pull magnet control. A failure in the pull magnet supply circuit may lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.

Event description:
Manufaterer's ref.#: (B)(4).